Manufacturer narrative:
A) the user reported occlusion alarm issue was confirmed. The device was found to intermittently alarm occlusion and failed the 30 psi occlusion test. The device was also found to have a dented keypad; this issue was not related to the user-reported issue. The pump was repaired and tested to meet all specification on 08/21/2017. B) the pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 08/06/2015.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00246).

Manufacturer narrative:
The manufacturer has received the device on 07/19/2017 and is currently in the process of testing of the device.

Event description:
The user reported the pump had an issue with the occlusion alarm. No patient was involved in this case.